Event description:
On (B)(6) 2025, it was reported that post dialysis catheter placement, the catheter was allegedly expelled out from patient body. Reportedly, cuffs appeared papery without fibrosis. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of the dialysis catheter. The tissue cuff was noted on the catheter. However, the photo was unclear in closure view. Therefore, the investigation is inconclusive for the reported loosening of implant and expulsion issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. Post the procedure, the catheter was allegedly expelled out from patient body. Reportedly, cuffs appeared papery without fibrosis. There was no reported patient injury.